Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 200347901, lot # 1644422; part # 220220901, lot # 1625887; part # 33650002, lot #1647203; and part #33651106, lot # 1641834. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient developed an infection sometime post-op. The patient underwent a revision to remove the implants.